Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit powered up properly after battery installation and passed self-test. Unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Pump connected to the minimed mobile app successfully on both android galaxy 20 version 13. No communication interference anomalies noted. Unit was opened, and per visual inspection, moisture damage and burned components were noted during visual inspection, isolated to the electronic stack. The following cosmetic damages were noted: broken battery cap, battery cap contact missing, cracked corner of belt clip rails, cracked battery tube, cracked battery threads, stained keypad overlay, cracked keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pairing issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices. Updated summary: based on latest updated information, the event involved product(s) mmt-6101, mmt-1884. A product return is not applicable for non-physical devices mmt-6101. The customer would discontinue to use of the device, product return was required for mmt-1884.